Event description:
It was reported that six months post implantation of a vascular stent, the stent was found to be fractured and occluded. An intervention was required. No additional information has been provided.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. A device history record review could not be performed as the lot number of the subject device has not been provided to date. The investigation is currently underway.